Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog instrument, it was reported that leakage occurred near bowl. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the leakage was coming from top of the bowl. There was no damage to instrument but there was damage to the bowl. It might have been a small gap at the top of the bowl. When bowl turned up and down, internal liquid leaked. During system inspection, it was found that the autolog system operated well and cause of reason was with the wash kit bowl.